Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {{unknown}}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the delivery catheter system (dcs) could not advance through the patient¿s previously implanted surgical aortic valve. Subsequently, the system was withdrawn from the patient. A new valve, dcs, and guidewire were used to complete the procedure and the new valve was implanted successfully. 2 days following the implant of the valve, a pacemaker was implanted for unspecified atrial arrythmias.

Event description:
Additional information was received that the unspecified atrial arrythmia that occurred was atrial fibrillation (afib) with slow junctional rhythm. The arrythmia was first noted the day after the valve implant procedure. Per the physician, the delivery catheter system (dcs) not being able to advance did not contribute to the atrial arrythmia and subsequent pacemaker implant.

Manufacturer narrative:
Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.